Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 216106699, was returned and analyzed. Visual inspection of the mapping catheter showed the shaft was kinked and broken inches from the tip of the mapping catheter; no electrocardiogram (ECG) signal wires were broken inside the shaft. In conclusion, the mapping catheter failed the returned product inspection due to the shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter broke during normal use. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event. The mapping catheter subsequently tested out of specification per the manufacturer's investigation.